Event description:
It was reported that during a cysto urethroscopy, fulguration of the bladder procedure with an eiwe the element on the resectoscope started arcing, melted and caught fire. No pt injury was reported. See related medwatch #3006159227-2013-00003.

Manufacturer narrative:
Visual examination of the working element finds a small amount of charring/carbon deposits on the distal side of the actuator block coincident to the area where the electrode locks in. Also the proximal side of the black handle is melted and burned where the electrode passes through. Both steel tubes are found to have numerous dents. The charring/carbon deposits on the actuator block were likely caused by an incomplete assembly of the electrode to the active cord. The proper procedure noted in the IFU requires the electrode to be fully inserted until it locks in place, then the cord is to be pushed into the opening and engaged with the side of the electrode tip. If the user assembles the pieces incorrectly by inserting the dac cord first followed by the electrode, the electrode cannot be forced into the jaws of the dac connector and instead is loosely butting against the connector jaws. This situation results in an intermittent connection that produces arcing and sparking between the two pieces. The dfmea and pfmea were reviewed and confirmed to contain the assessment of risk for this type of failure. No changes are necessary due to the evidence presented in this occurrence. Damage is due to user error and mishandling.